Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 414 mg/dl. The customer stated that the insulin pump was requesting a calibration. The customer was able to deliver a bolus for the high blood glucose and was also able to check the last delivered bolus. The insulin pump will not be returned for analysis.